Manufacturer narrative:
Additional information has been requested - revision surgery has not been done yet.

Event description:
The rep is (B)(6) at align surgical. It was an m6 case performed 3-4 weeks ago, and the surgeon is planning to bring the patient back in for a revision- do not have which implant he will be explanting.

Manufacturer narrative:
It was reported that a patient with an m6-c device was being revised. The device was scheduled for explant, but no additional details or confirmation of revision were provided. The condition of the device at the time of the reported product experience was unknown. Four images of portions of the cervical spine (3 x-rays and 1 CT) were provided for review. The intra-op image shows the cervical spine with a disc replacement at an unknow level. The disc replacement appears to be appropriately placed. The poor quality of image prevents further evaluation. The lateral x-ray shows the disc replacement at an unknow level. Quality of image prevents further evaluation. The ap x-ray shows the disc replacement with areas of minimal to no contact between device endplate and host bone. CT image does not allow for interpretation due to poor image quality. No device was returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, the device history record could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. Without a device, serial number, or lot number, the device history record and ncmr database could not be completed. Rmf0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported by a rep that an m6 case was performed 3-4 weeks ago, and the surgeon is planning to bring the patient back in for a revision; does not have which implant he will be explanting. This is all the information provided.